Event description:
Additional information has been received from the reporter. There was no secondary intervention provided to the patient as a result of this event. The patient is now fine, with no permanent damage or scarring. The solta medical reviewer has reassessed this file and it is now considered a not serious event. This event no longer meets reportability requirements as the adverse event was not serious.

Manufacturer narrative:
Though requested, the treatment tip has not been provided for evaluation. A medical review of this case determined that this event was not a serious injury. As such, this event no longer meets MDR reportability requirements. A review of the manufacturing records showed all requirements were met. No non-conformities or anomalies were found related to this complaint when reviewing the device history record. The lot/device history review and trend analysis are considered acceptable, and the product is performing within anticipated rates. According to thermage cpt system technical user¿s manual, burns are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Based on the available information, no causal factors can be determined, and no conclusions can be drawn. No corrective action is necessary at this time.

Event description:
A patient in india reported an adverse event where they exhibited burns to the left chin after a thermage cpt facial treatment. No other treatments were being performed in the area where the treatment was reported. The power setting used was 1.5 and 2 kj and the incident occurred on the 70th shot. The surgeon then stopped the treatment. No system errors occurred and nothing out of the ordinary was observed during the treatment. Solta medical cryogen and 30ml solta medical coupling fluid were used. The treatment tip had not been used before and was inspected prior to use and every ten shots, with no anomalies noted. Though requested, no additional information has been received.

Manufacturer narrative:
The treatment tip has been requested for evaluation. The investigation is underway.